Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, the patient presented emergently with a ruptured aaa. The physician elected to treat the patient with a cook zenith (non-endologix) stent. The patient was reported as stable and is recovering. Additional information: during clinical assessment, sac growth of 11.9mm, buckling of the proximal extension, a type iiib endoleak of the bifurcated stent graft, and a type iiia endoleak of the aortic components occurred that was not included in the event as reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, a type 3a endoleak, type 3b endoleak, buckling of the proximal extension, sac growth and ruptured abdominal aortic aneurysm was identified. The type 3a endoleak of the aortic components is most likely related to aortic remodeling (infrarenal angulation increased from 46 to 78 degrees). The left common iliac artery was 31.0mm an off-label use (should be 10-23mm). The type 3b endoleak of the bifurcated stent graft is most likely related to the type 3a endoleak and stent buckling. Buckling of the proximal extension is most likely related to the type iiia endoleak. The ruptured abdominal aortic aneurysm and sac growth are related to the combination of the type 3a and type 3b endoleaks. No procedure related harms were identified. The final patient status was discharged on the fourth hospital day home stable following an endovascular repair procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply corrections: h6: device remove 3190 h6: result remove code 3233 h6: conclusion remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years post initial procedure, the patient presented emergently with a ruptured aaa. The physician elected to treat the patient with a cook zenith (non-endologix) stent. The patient was reported as stable and is recovering.